Event description:
It as reported via repair work order that the mattress would not lay flat due to litter not able to go flat and headend lift being uneven. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It as reported via repair work order that the mattress would not lay flat due to litter not able to go flat and headend lift being uneven due to a worn lift assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as investigation determined the cause of the lift not functioning properly was because the lift assembly was worn and needed to be replaced.

Manufacturer narrative:
Supplemental report submitted as investigation determined the cause of the lift not functioning properly was because the lift assembly was worn and needed to be replaced.